Manufacturer narrative:
Event unit will not return to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Name of procedure being performed: ni. Detailed description of event: crb decision for 30jan2019 was to create one cer for the feedback complaints received during a (B)(6) congress. "We received a summary of our (B)(6) team¿s experience at a recent congress. In that summary, they included the below slide." Alexis: when alexis xs,xxs short are used for thoracic surgery, sheath often tears especially during instrument exchange and stapler use. It starts from the beginning of the procedure. Surgeons who use gelpoint mini like alexis with gelpoint mini is perfect as it is more smooth and thick. Additional information was received on 10jan2019 from applied medical clinical development. "We received additional feedback from the (B)(6) team. The attached presentation includes xs and xxs feedback gathered by the (B)(6) team." Background: "we have been hearing some feedbacks from most of thoracic surgeons who tried alexis xs and xxs when it is used for c-vats(complete vats). Alexis is used as an access port or camera port in these procedures." Feedback on alexis from thoracoport users: "friction against the sheath upon instruments exchange. Sheath tear from friction especially when it is used with staplers." Additional information was received on 30jan2019 from applied medical clinical development. "No patient injuries were reported. These units were discarded at the time of the event." Concomitant medical device: ni. Patient status: no patient injury reported.

Event description:
Name of procedure being performed: ni. Detailed description of event: crb decision for (B)(6) 2019 was to create one cer for the feedback complaints received during a japanese congress. "We received a summary of our japanese team¿s experience at a recent congress. In that summary, they included the below slide." Alexis: when alexis xs,xxs short are used for thoracic surgery, sheath often tears especially during instrument exchange and stapler use. It starts from the beginning of the procedure. Surgeons who use gelpoint mini like alexis with gelpoint mini is perfect as it is more smooth and thick. Additional information was received on 10jan2019 from applied medical clinical development. "We received additional feedback from the japan team. The attached presentation includes xs and xxs feedback gathered by the japan team." Background: "we have been hearing some feedbacks from most of thoracic surgeons who tried alexis xs and xxs when it is used for c-vats(complete vats). Alexis is used as an access port or camera port in these procedures." Feedback on alexis from thoracoport users: "friction against the sheath upon instruments exchange. Sheath tear from friction especially when it is used with staplers." Additional information was received on 30jan2019 from applied medical clinical development. "No patient injuries were reported. These units were discarded at the time of the event." Concomitant device ni. Patient status: no patient injury reported.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, testing was unable to be performed and the complainant¿s experience could not be replicated or confirmed. Based on the description of the event, it is likely that the reported event was caused by an instrument coming in contact with the sheath during the procedure. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary to ensure the performance and safety of its products.